Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient ( (B)(6) kg ) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis, surgical intervention, and prolonged hospitalization. It was reported that during an afib case, a pericardial effusion was noticed. About one hour into burning in the left atrium and then moving into the right pulmonary vein, the patient¿s blood pressure began to drop. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 350cc of fluid was removed. The patient was then taken into surgery. The physician did not speak about anything once the patient was taken to surgery so it is unknown what may have caused the pericardial effusion. The ablation catheter is not available to return as it was thrown away before the lot number information could be recorded. Additional information was received on 08-mar-2022. It was reported that the physician¿s opinion on the cause of this adverse event is that it was due to transseptal complications. There was a hole in the right atrium that was surgically repaired and a hole in the aortic root that was surgically repaired from transseptal complications and difficulty. The patient outcome of the adverse event is improved. The patient is back from surgery and in stable condition. The patient required extended hospitalization because of the adverse event. The patient was admitted to the ICU after surgery for extended recovery. The patient has a history of afib. A smartablate generator with the serial number (B)(4) was used. Transseptal puncture was performed twice. First was with a sr0 sheath with brk1 needle, unknown lot number, catalog. Second transseptal was with a second sr0 sheath and the same brk1 needle. There was no evidence of a steam pop. An irrigated catheter was used in the event. The flow setting was low flow 2ml/min and high flow was 8ml/min, and set to burn at 30 watts. Correct catheter settings were selected on the generator, surround flow was selected for the stsf catheter. The pump was switching from ¿low¿ to ¿high¿ flow during ablation, flow increased while on ablation. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard and vector force visualization features were used. Visitags were not used per physician¿s preferences, so no additional filter was used.